Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00364. This report is being submitted as additional information the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 6 months. Investigation results: the report of the sealed graft bend relief disconnect can be confirmed based on the submitted x-ray; however, a specific cause for the disconnect cannot be determined. The patient's x-ray from post-op day 1 was submitted which revealed that the bend relief hardware did not appear to be fully seated on the outflow graft hardware. The pump appeared to operate normally as the pump parameters were within normal operating limits. The implant kit was shipped with heartmate 3 lvas IFU. Section 5-15 contains information on "preparing the sealed outflow graft." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that there was a possibility that the outflow graft bend relief may not be fully engaged. This was observed on x-ray. Additional information was requested, but was not provided.